Event description:
It was reported that pump experienced malfunction alarm with no notable events prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code recurred.